Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer having a cold, the customer's health care provider (hcp) adjusted the pump temporary basal rate to (B)(6), increasing the rate of insulin delivery. When the customer started recovering from the cold, blood glucose (bg) level was noted to be a bit too low (65 mg/dl). The customer consulted with the hcp, who instructed the customer to terminate the temporary basal rate and return to normal basal rate, decreasing the rate of insulin delivery..